Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with mixed mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the preparation, while checking the guide valve, a loss of fluid column with air replacing the fluid was noticed. Troubleshooting was performed and was unsuccessful. The steerable guide catheter (sgc) was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.